Event description:
It was reported that during a pump replacement the hcp aspirated the catheter prior to connecting the pump. The pump was connected; the catheter and tubing were primed over approximately 2 hours and started in the simple continuous rate per the hcp's orders delivering the same dose as with the prior pump. The previous pump contained fentanyl and bupivacaine. Approximately 2 hours later, the patient had breathing difficulties and subsequent respiratory arrest, and a narcan reversal was needed. Per the reporter, the anesthesiologist believes that the patient may have been bolused during the procedure. The managing hcp believes the patient may have had "too much on board." The patient recovered from this event. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The event was reported late by the field representative; retraining has been conducted.